Manufacturer narrative:
Failure event observed during analysis. Final analysis found external abrasion breaching the optim sheath only was noted at 18.4 ¿ 18.5 cm from the connector pin, proximal to the suture sleeve tie down impression, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.